Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The device remains implanted. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. Zip code is not indicated at this time. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported seeing foggy images in dimly lit rooms, night driving becoming prohibitive, seeing edge of the lens/halos, and tired eyes. The device remains implanted. There are two medical device reports associated with this event. This report is associated with the left eye.